Manufacturer narrative:
Based on the available information, this event is being reported as a serious injury. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and were total of (B)(4) complaints of this type for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Reported to the FDA on (B)(4) 2014.

Event description:
A local convatec sales representative received a complaint and reported it to (B)(4) csc. A wound ostomy continence nurse stated on (B)(6) 2011, nurse found two ulcers at 12 and 6 o'clock positions of the anus. The ulcer at the 6 o'clock position was reported to be a white ulcer of 1cm and redness at the site. The ulcer at 12 o'clock position was stated to be deeper, longitude 0.5cm x width 0.2cm. No bleeding was reported to have occurred. The patient complained of pain when ulcer was touched. The patient is on prolonged bed rest and does not move by himself. On (B)(6) 2012, the local convatec sales representative met with the wound ostomy continence nurse. It was decided to cover the anal circumference with rectangle shaped kaltostat, a part of which is inserted inside the anus. Washing and product replacement was done once a day as well as when stool contamination occurred.